Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock therapy due to a change in morphology. Technical service was consulted for data review and recommendations. The patient is scheduled for an in-clinic troubleshooting session. At this time, the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy due to a change in morphology. Technical service was consulted for data review and recommendations. The patient is scheduled for an in-clinic troubleshooting session. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received which reported technical services (ts) reviewed device data and found there was t-wave oversensing due to elevated rates which led to the inappropriate shock therapy. It was noted that the shock morphology did not change. Ts recommended to get a reference template and provided programming options. At this time, the electrode remains in service. No adverse patient effects were reported.